Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A facility nurse reported the cycler alarmed for air detected in the cassette during drain 1 of 3. The patient's nurse also reported that the patient line was full of air as the patient connector plunger had come out, as such fluid leaked out of the set and the aseptic path was broken during treatment. The treatment was cancelled. Availability of the set for evaluation is unknown. Several follow-up attempts with the patient¿s nurse were unsuccessful. It is unknown if there are any serious injuries, complications on infections. Patient identification was not provided. At this time, there are no adverse events reported.